Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure after freezing four pulmonary veins and preparing to perform additional ablation on the left lower pulmonary vein, the patient's blood pressure dropped. Fluoroscopy was performed and identified pericardial tamponade. A pericardial puncture and drainage were performed immediately. After extracting about 800 milliliters (ml) of effusion, the patient's blood pressure still could not be maintained stable (the lowest was 66/45) and was subsequently sent to surgery for openthoracotomy repair. The cryoablation procedure was aborted and the patient was not under general anesthesia. The patient's hospitalization was extended and the patient was in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 27 applications were performed using an afapro28 balloon catheter with lot number 37153. The patient file did not show any system notices on the reported date of the event. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9049475 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional t est was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. The mapping catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.